Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) observed it was damaged from incorrect use/damaged fiber optic consumable. Fse replaced damaged fiber optic housing. Software revisions checked - ok. Completed full functional check of device. Compressor test completed - passed. All manifolds test - passed. Helium leak test - passed. Atmospheric pressure reading - passed. Checked drive regulator pressures - all ok. Adjusted time and date. Est completed. Checked error logs, all ok. Balloon pump cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6), event site telephone number is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during testing by the clinicians that the cardiosave intra-aortic balloon pump (iabp need replacement of sensor also cable was broken, need replacing. No one was harmed onsite. No one was harmed onsite. No patient involved.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h11. Corrected fields- d5, e1 (initial reporter name and event site email), e2, e3, e4, g2.